Event description:
It was reported that the subject coil experienced difficulty constructing the coil frame. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject coil was returned for analysis and the device investigation revealed that it was prematurely detached during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was not returned. The main coil was seen to be detached and stretched. For functional inspection, memory loss confirmed ¿ visual defects noted (i.e. Kinks, stretches) - no suture removal required the reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician experienced difficulty constructing the subject coil frame. Additional information provided by the customer indicated that there were no anomalies noted to the device prior to use. There was no damage noted to the device. The subject coil didn't encounter any resistance during the procedure. During analysis, the subject main coil was noted to be detached and stretched. The coil delivery wire was not returned. It is likely that anatomical factors contributed to the reported event. An assignable cause of procedural factors will be assigned to reported ¿main coil loss of memory¿ as well as analyzed ¿main coil prematurely detached/separated during use¿, ¿main stretched¿ and ¿main coil loss of memory¿ provided in the grid below as the complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.